Manufacturer narrative:
Additional lot # 787224.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5031543) in united states on (B)(6) 2013 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced stabbing pain in her uterus, heavy cramps, lower back pain, dizziness, headaches, nausea, mood swings, and fatigue. No information given on consumer's history, past drugs and concurrent conditions. It is not reported whether the consumer received any concomitant medication. On (B)(6) 2011, the consumer had essure (fallopian tube occlusion insert) inserted at unk. Reported lot number: 758631/787224. It was not reported whether essure was used previously. Consumer stated that she had the essure implant placed in her tubes in 2011. Since then she has presenting severe side effects which are heavy cramps or stabbing pain in her uterus, lower back pain, dizziness, headaches, nausea, mood swings, fatigue. She has had several blood tests done to review what is causing the issue and they come back normal. Disability or permanent damage was reported as event outcome (serious criteria) by health authority. No assessment was provided. Follow-up information received on (B)(6) 2014: essure was inserted in 2010 and removed in 2013. The consumer also experienced memory loss and she was in so much pain.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.